Event description:
The clinician reported that around four months after the dental implant was placed, in ada site# 13 of the patient's mouth, failure of implant was observed. Immediate extraction site was involved in this event. The device was forwarded to the manufacturer for investigation. No further complications were observed.